Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the insuiln pump turned off on its own and then alarmed with a failed battery test. Customer's blood glucose was 400 mg/dl, which he treated with the insulin pump. The customer was asked if the device was exposed to moisture and stated he was at a football game when it was raining and he had it inside a rain suit. During troubleshooting, customer stated the battery compartment and spring were neither damaged nor corroded. After customer was advised to insert a new battery, the display returned. The customer was advised the battery cap would be replaced. The device will not be returning for analysis at this time.